Event description:
On (B)(6) 2024 the patient had the mesh product placed. Surgical counts were correct, and the abdomen was closed. Once the patient was in pacu, there were questions as to whether or not the mesh insertion device was removed from the abdomen. The manufacturer was contacted, and it was recommended to obtain an x-ray or a CT scan, but the device was not radiopaque. The images were negative, and the patient did not want to return to surgery. The device manufacturer reported that all of their other mesh products are radiopaque except for this one. On (B)(6) 2026, the patient presented for another surgical procedure where the abdomen was opened. Upon opening the abdomen, this device was seen and confirmed to have been retained from the previous procedure.